Event description:
It was reported that during a laparoscopic oophorectomy procedure, that the balloon burst during use. The same event occurred in 2 devices. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences for the patient. Usually, 5 to 8 cc water is injected into balloon at this hospital. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.